Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The device was evaluated and the reported issue was unconfirmed as it was not duplicated during evaluation. No repairs were made. It was also reported that the device received an alarm 45 (ac power lost). It was found that the screws on the power cord clamp were loose and were tightened back down. Arctic sun passed all tests successfully and unit is ready to be returned to the customer. It was unknown if the device was influenced by the reported failure, however the device met specifications during evaluation. The device was in use on a patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported event is unconfirmed, labeling/packaging review is not required for this complaint. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that arctic sun device had alarm 7 (empty pads not complete) and alarm 45 (ac power lost) occurred during use. Per additional information received on 17mar2023, the machine was replaced and the case was completed.

Event description:
It was reported that arctic sun device had alarm 7 (empty pads not complete) and alarm 45 (ac power lost) occurred during use. Per additional information received on 17mar2023, the machine was replaced and the case was completed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.